Manufacturer narrative:
The patient used up the test strips involved. The meter was requested for investigation.

Event description:
It was reported the patient received the following results within 15 minutes: 398 mg/dl and 145 mg/dl. No adverse event reported.

Manufacturer narrative:
H6: device received in a condition which made analysis impossible. Customer returned an empty vial.